Event description:
Extreme blood glucose levels due to two separate issues with leaks or breaks in tubing at the infusion set connection. Increased insulin and changing infusion set had no effect. Proactive pt effort stopped glucose levels just shy of 500 mg/dl.